Manufacturer narrative:
(B)(6).

Event description:
It was reported that loss of aspiration and catheter break occurred. The target lesion was located in the lower limb vein. An angiojet solent omni was used in the thrombectomy procedure. During the procedure after 80 seconds in thrombectomy mode, it was noted that the liquid turned light red and nothing was suctioned. Heparin saline connection was checked and it was normal. The physician manually performed angiography and felt obvious resistance and only a small amount of contrast medium went into the catheter and the image was not clear enough. Another thrombectomy mode was performed but a large amount of liquid leaking from the connection between the pump and waste bag and a crack was noted. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.